Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 kept failing. A field service engineer (fse) replaced the micro switches within the latch assembly and reseated the harness cable. After restarting the station, the issue was not resolved. The fse shut down the station, inspected the harness cable, and replaced the micro switches again due to a minor bind in one connector. The fse reseated the harness cable and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.